Manufacturer narrative:
Other applicable components are: product ID 8780 lot# serial# (B)(4) implanted: (B)(6) 2017 explanted: (B)(6) 2017 product type catheter . Event date is an estimated date. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via manufacturer representative regarding a patient who was receiving baclofen (unknown concentration and dose) via intrathecal drug delivery pump for intractable spasticity. It was reported that a pump infection occurred. The infection was related to the device. It was reported that the infection was as a result of the pump and catheter implant. The infection was confirmed and was the only known symptom. The pump and catheter were both explanted a month before this report. The patient outcome was resolved. It was reported that the patient was having a new pump and catheter placed on (B)(6) 2017. No further complications were anticipated.